Event description:
It was reported the patient's implantable neurostimulator (ins) site was swollen. According to the patient, the site was the size of an apple. Patient denied any fever and the physician ordered the patient to remain on the oral antibiotic regime he was prescribed following the implant procedure. Follow-up information received indicated the patient was no longer complaining of swelling at the site.